Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a percutaneous lead repair was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the event including the pump serial number, why the repair was requested, if the repair was completed, if the issue resolved with the repair, and whether or not any products would be returned for evaluation; however, no further information was provided by the account and no product has been returned to date. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.